Event description:
It was reported that a physician attempted to use a 6f celt to close in a 6f arterial access. The physician saw bleeding after deployment and utilized fluoroscopy to discover the device was embolized into the superficial arterial system. The physician then re-accessed antegrade from the sfa and snared the implant and removed it from the body. There was bleeding from the new puncture site where the device was snared so the physician then accessed the opposite groin and placed a covered stent over the new bleeding site. The patient was discharged the same day with no further incident.

Manufacturer narrative:
A search of the complaints files was not possible as the lot number was unattainable. All currently available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. This report is the initial report being submitted by vasorum. Health effect clinical code 4581 was used as no other feasible code was found for the preferred term "bleeding".

Manufacturer narrative:
A search of the complaints files was not possible as the lot number was unattainable. All available information has now been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. This report is the final report being submitted by vasorum unless requested by the FDA. Health effect clinical code 4581 was used as no other feasible code was found for the preferred term "bleeding".

Event description:
It was reported that a physician attempted to use a 6f celt to close in a 6f arterial access. The physician saw bleeding after deployment and utilized fluoroscopy to discover the device was embolized into the superficial arterial system. The physician then re-accessed antegrade from the sfa and snared the implant and removed it from the body. There was bleeding from the new puncture site where the device was snared so the physician then accessed the opposite groin and placed a covered stent over the new bleeding site. The patient was discharged the same day with no further incident.